Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that on and off for probably the last 6 months the pt had problems with their controller seizing and turning off. Pt was in the middle of recharging their implanted neurostimulator (ins) when the controller died on them for the controller would turn off. Pt noted they had been having problems with the controller displaying a warning screen for it provided an a or e 61 code, pt noted it had done that several times so they would have to reset the controller and it started working again. Pt noted it was usually difficult to get it to the right spot for they had to sit still because it wiggled around. It could take up to 2 hours to recharge. The pt would have to sit real still otherwise they would lose contact. Pt noted the recharger (rtm) relay box was getting hot. Pts manufacture representative (rep) said the ins was fine and to get a new controller battery. During call, pt verified no damage to the rtm or to the controller charging port. Additional information was received from the manufacturer representative (rep). Rep reported that they were notified on 2023-may-17. Rep noted they were notified that the patient (pt) had a hard time recharging their device, but no codes were indicated. Pt said the recharger was getting warm in which rep told pt to turn the recharge speed down from the menu. The pt had no equipment with them, so rep redirected them to call patient services (pss) as they may need a new recharger.